Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few non-sustained ventricular tachycardia episodes were observed through merlin.net transmission. It was discussed that the episodes could be due to lead noise or external interference. The cause of the episodes was undetermined. Patient was stable and will continue to be monitored.